Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 4 months ago. The vessels had moderate tortuousity and unk calcification. It was reported that at the time of implant, the bifurcated stent graft may have been punctured possibly with a glidewire or snare. The pt presented 3 months post-implant with an unidentified leak, and the angiogram showed a type 3 endoleak through the fabric of the main body of the bifurcated stent graft. A talent 36 mm diameter aortic cuff was placed over the puncture area in question, resolving the leak. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
(Required intervention) - (B) (4) (type iii, fabric post procedure): evaluation results: endoleak. Moderately tortuous vessels. Glidewire or snare.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: it was reported that the stent graft was leaking and the aneurysm was 4 cm in diameter. The patient is being monitored.